Event description:
A correction is being performed to update the device code. Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that his site ripped out the night before this report as the tubing ripped out from the quick release. In the investigation it was found that the tubing detached from the tubing connector. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that his site ripped out the night before this report as the tubing ripped out from the quick release. In the investigation it was found that the tubing detached from the tubing connector. No further information available.